Manufacturer narrative:
(B)(4). The customer returned three pictures for evaluation. The first and third photo revealed damaged catheterization devices and the second photo was of two different lidstocks. Visual inspection of the photo confirmed the spring wire guide (swg) was kinked. The catheter body also looked kinked. The customer also returned one arterial catheterization device for evaluation. Visual examination revealed signs-of-use in the form of biological material on the device. The swg was fully deployed and contained two bends in the body within the catheter. The catheter was bent in the same corresponding location as the bends in the swg. The catheter body appeared to contain two holes in the location of the proximal bend. The swg was also kinked at the location it emerged from the needle bevel. The guide wire outer diameter measured 0.445 mm, which is within the specification limits of 0.432-0.457 mm per the guide wire product drawing. The kink in the guide wire measured 35 mm from the distal tip. The bends in the guide wire were measured at 5 mm and 18 mm from the distal tip. The catheter length according to measurement a of the catheter product drawing measured 2.75", which is within the specification limits of 2.715-2.755". The catheter outer diameter measured 0.0468", which is within the specification limits of 0.044-0.047" per the catheter body extrusion product drawing. The catheter inner diameter measured 0.031", which is within the specification limits of 0.031-0.034" per the catheter body extrusion product drawing. The bends in the catheter were located approximately 15 mm and 35 mm from the distal tip. With the guide wire fully advanced, an attempt was made to deploy the catheter off the assembly. The catheter was able to slide off with minor resistance due to the kink on the guide wire. The guide wire was able to retract back into the catheterization device but was not able to be advanced due to the biological material and the swg kinks. A device history record review was performed, and no relevant manufacturing issues were identified. The IFU provided with the kit warns the user, "to reduce the risk of spring-wire guide damage, do not retract spring-wire guide against edge of needle while in vessel." Additionally, the IFU cautions, "if resistance is encountered during spring-wire guide advancement do not force feed, withdraw entire unit and attempt new puncture.". The report of guide wire kinking was confirmed by complaint investigation. The guide wire of the returned arterial catheterization assembly contained one kink directly adjacent to where the needle bevel meets the guide wire and two bends. This indicates that the kink likely occurred during insertion after the guide wire was fully deployed. The catheter and the guide wire met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings to suggest a manufacturing related cause. Based on the customer description and the sample received, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: the needle is bent during insertion of the catheter. No patient injury or complication was reported. The patient's condition is reported as fine. Another device was obtained.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: the needle is bent during insertion of the catheter. No patient injury or complication was reported. The patient's condition is reported as fine. Another device was obtained.